Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Four images were also submitted for evaluation. The images submitted with the returned device shows coagulum; however, no anomalies were noted during testing. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. A simulated ablation test was conducted with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
This event is being reported based on analysis of images revealing coagulum.